Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level 13 mmol/l. The customer was assisted with troubleshooting and the display was blank. The stated that display was blank after receiving the new battery cap. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Device received with scratched lcd window.